Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause, but it was presumed that the defect was caused due to an incorrect or insufficient reprocessing or handling, in relation with the suggested event 1. Related to the suggested event 2, it was presumed that the defect was caused by stress of repeated use, external factors, or handling. A definitive root cause could not be specified. The event can be detected and prevented by following the instructions for use: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a foreign material in the nozzle and there was a gap in adhesive area between hold ring and distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.